Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. This report is to follow up with medwatch# mw5044533.

Event description:
Laparoscopic robotic total hysterectomy, bso, cystoscopy- "applied medical kii balloon, blunt tip system, c0r50, trocar tip broke into several pieces upon insertion into the abdomen. Applied medical regional rep, (B)(6) contacted and confirmed that the fractured pieces do have radiopaque properties. Four pieces of broke tip identified under fluoroscopy and retrieved. The retrieved pieces were lined up with the main trocar and appear to fully line up with the broken edges. This did attribute to a longer procedure and anesthetic time. Reason for use: laparoscopic robotic total hysterectomy, bso, cystoscopy." Type of intervention: "the broken portion of the trocar was retrieved using laparoscopic instrumentation." Patient status: "patient was noted to be stable."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering noted a cut along the midsection of the balloon and confirmed the customer's experience of the broken cannula tip. During the manufacturing process, all trocars are 100% visually inspected prior to packaging. The root cause of the event is likely the result of external force applied on the cannula in combination with lipid exposure. Although the exact root cause could not be confirmed, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.